Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the customer reports that the balloon didn't inflate completely: blocked before introducing the air into the syringe. One hr after the beginning of the procedure, the balloon burst.